Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and wall adapters. Blood glucose ranged from 70-330 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.